Event description:
It was reported that during implant of this right atrial (ra) lead, after the lead was fixed in the atrium, no response was observed from the lead during routine parameter testing. When attempting to reposition the lead, the helix did not retract after repeated rotations. The lead was attempted but not implanted. Another lead was implanted and the procedure was completed. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A helix mechanism test could not be performed due to the presence of dried blood/body fluid in the helix. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right atrial (ra) lead, after the lead was fixed in the atrium, no response was observed from the lead during routine parameter testing. When attempting to reposition the lead, the helix did not retract after repeated rotations. The lead was attempted but not implanted. Another lead was implanted and the procedure was completed. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.